Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power alarm while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review as there was an ac power outage at the patient¿s residence while the patient was using the mpu. The patient changed over to batteries to resolve event (loss of ac power to the mpu). The event log file contained approximately 10 hours of patient event data. There was one loss of external power event that occurred while the patient was using the mpu. The event was approximately 2 minutes in duration. The controller operated on backup battery power during this period. The patient changed over to batteries to resolve loss of ac power to the mpu. The mpu was kept in use; no product was returned for evaluation. The loss of external power event while operating on the mpu was confirmed in the submitted log file and corresponds to the reported loss of ac power at the patient¿s residence. The mobile power unit (mpu) assembly was made in nov 2020. The unit was packaged and placed into stock on dec 15, 2020. The unit was sent to the customer on jan 4, 2021. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord for the mpu. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook ¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm) and the heartmate 3 lvas IFU ¿alarms and troubleshooting¿; ¿no external power alarm¿; power cable disconnected alarm¿. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient sent in log files for review for a no external power event on 9aug2021

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review and a no external power event was seen on (B)(6) 2021 that was caused by power to the mobile power unit (mpu) being briefly interrupted. The patient had a power outage the morning that they received the no external power alarm. The patient was stable and continued with their current treatment plan.